Manufacturer narrative:
The steris service technician inspected the sterilizer and found a leak in a ¼ inch copper water line caused by corrosion due to facility water quality. The water line and fittings were replaced and a drip in the drain line was repaired, after which the unit was returned to service. This sterilizer was built and installed in 1997 and was last serviced on (B)(6) 2012 at which time it was operating properly.

Event description:
The user facility reported that water leaked from the steam sterilizer forming a puddle on the floor and also leaked to a 2nd floor office below causing property damage. No injuries, procedure delays or cancellations were reported.